Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were burn marks on the motherboard of the universal battery charger (ubc).

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the main pcb being damaged within the universal battery charger (ubc) was confirmed upon arrival of the returned unit. Visual inspection of the ubc (serial number: (B)(6) revealed that a multitude of components on the main pcb had been electrically damaged. Functional testing was not performed due to safety precautions. The main pcb was replaced, and the repaired unit was then found to perform as intended. Preventative maintenance was performed on the unit, and the serviced ubc was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the universal battery charger, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was first shipped to the customer on (B)(6) 2017. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. The user is also warned to refer all service and maintenance of the ubc to authorized and trained personnel. Section 6.0 ¿routine inspection and cleaning¿ within the IFU instructs users to check the ubc for signs of damage at least once per week. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.